Manufacturer narrative:
The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment broke off. Customer also reported that the case when the clip locks is broken and customer also received a no delivery alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.